Manufacturer narrative:
The surgeon has chosen not to revise. This risk is identified in the IFU that is distributed with the product.

Event description:
It was discovered 5 months post-op that one of the pedicle screws that had been implanted had broken mid shaft. The patient is not experiencing any pain and the surgeon has chosen to not revise at this time.